Manufacturer narrative:
The reagent lot number lot number and expiration date were requested but not provided. The field service engineer (fse) inspected the instrument and confirmed the rinse stations were performing correctly and the gear pup pressure and wash levels were acceptable. He identified that the sample probe was outside the external wash flow and replaced and aligned the sample probe. No further issues were reported after the service visit. The investigation determined the service actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable calcium gen. 2 results with one patient sample on cobas 8000 c 701 module. The unit of measure was not provided. The initial result was <0.2. The repeat result was 2.31. The initial result was 3.93. The repeat result was 2.43. It was indicated that the result was amended.